Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of incident and current blood glucose was 99 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will be returned device for analysis.

Event description:
It was stated that the insulin pump was unable to enter auto basal, had sensor glucose vs blood glucose issue, and had change sensor during the call while customer and helpline were working on auto mode issue.

Manufacturer narrative:
(B)(4).